Event description:
A male patient with a long history of health problems had a left vertebral and left subclavian stenting via right femoral artery approach. With extreme difficulty the physician was able to get the sheath up towards the subclavian. After successful stenting of both areas the physician was attempting to remove the sheath without a dilator and the sheath basically separated and unraveled on the calcium exposing the metal braiding. The very tip of the sheath broke off (about 2 cm) and the patient had to be taken to operating room for a cut down as they lost wire access in the lab. Report received from the FDA on (B)(4) 2014: upon removing the sheath in the right femoral artery access site, there was shearing of the sheath and part of the foreign body remained in the patient's right femoral artery. Unable to be retrieved endovascularly - patient taken to surgery for surgical exploration and repair of the femoral artery. The patient was sent to operating room for open surgery to remove the broken tip of the sheath. The patient has been discharged and is doing fine.

Manufacturer narrative:
(B)(4). The device was returned in a used and damaged condition: the sheath had separated into three segments with severe elongation. The coil had unraveled and separated. The liner had separated from the nylon tubing. The distal portion appeared to be missing, but was reported to have been removed during subsequent surgical procedure. Flexor sheath tubing, in-process inspection/incoming vendor inspection, requires 100% inspection to insure correct inside diameter and outside diameter of tubing, insure material is free from surface defects, bumps, bulges and protruding coils between the specifications for each end. In addition, the IFU cautions the end user, "all catheters and instruments used with the introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Design verification has confirmed sheath strength per iso 11070. Although 100% of these devices are inspected by quality control for surface integrity, the sheath separated in a ductile fashion due to being subjected to forces beyond its design strength. The appropriate internal personnel have been notified and we will continue to monitor for similar events. No additional actions required at this time. Per qera, additional action is not required at this time based on the associated risk.